Event description:
Bracco syringe loaded with contrast. Started computed axial tomography (cta) scan of the chest when injection syringe base broke, teeth broke and syringe made loud pop sound and slide out of injector sleeve. Syringe tubing also popped.